Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006; 9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 patients implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their patient population, and how these influences affected the patients' lives and other healthcare-related conditions. Reportable event: one patient had sudden tremor and dystonia while repairing his car radio.

Manufacturer narrative:
(B)(4).